Event description:
New information received noted that the right ventricular (rv) lead also exhibited high capture threshold.

Manufacturer narrative:
The reported events were helix mechanism issue, noise, high pacing impedance and high capture thresholds. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported events of noise and high capture thresholds were confirmed. Electrical testing found internal shorting due to overtorquing the inner coil inside the connector region which caused the reported events of noise and high capture thresholds. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of full conductor discontinuities. Only one filar of the inner coil was fractured due to procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited noise, high pacing impedance and failure to extend helix. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.